Manufacturer narrative:
It was reported that the patient had laxity. Revision surgery occurred to insert thicker poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had laxity. Revision surgery occurred to insert thicker poly inserts.